Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue.visual analysis of the lead indicated apparent explant damage. The analyst noted that the helix could be extended and retracted , and turns within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the lead exhibited the issues during the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds. The lead was being repositioned and the helix would not retract after twenty turns. The lead was explanted and replaced. No patient complications have been reported as a result of this event.